Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that she received a no delivery alarm during bolus. The customer reported that she found that the infusion set was occluded with blood. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 236 mg/dl at the time of call. The customer stated that the high blood glucose was treated with insulin pen. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer was unable to troubleshoot for no delivery alarm at the time of call. The insulin pump will not be returned for analysis.